Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
Medical records of a peritoneal dialysis patient received on 1/2/2018 reported that the patient had experienced two instances of peritonitis in the past. According to the patient's nurse, on (B)(6) 2016 the patient began outpatient antibiotic therapy for peritonitis. The patient's effluent culture (unknown date) revealed moderate wbc and no organism growth. The pt. Was treated with a course of ceftazidime 1000 mg intraperitoneal (ip) and 2g ip through (B)(6) 2016. The pt. Was continued on peritoneal dialysis therapy.

Event description:
Medical records of a peritoneal dialysis patient received on (B)(4) 2018 reported that the patient had experienced two instances of peritonitis in the past. According to the patient's nurse, on (B)(6) 2016 the patient began outpatient antibiotic therapy for peritonitis. The patient's effluent culture (unknown date) revealed moderate wbc and no organism growth. The pt. Was treated with a course of ceftazidime 1000 mg intraperitoneal (ip) and 2g ip through (B)(6) 2016. The pt. Was continued on peritoneal dialysis therapy.

Manufacturer narrative:
Clinical evaluation: a possible temporal relationship exists between the liberty cycler/liberty cycler set and the patient¿s peritonitis event. However, there are no reported allegations of a liberty cycler/ liberty cycler set malfunction that is causally associated with the patient's peritonitis event. Based on the information available, the etiology for the patient¿s peritonitis event cannot be confirmed. However, there is a possibility the patient's peritonitis event is related to a breach in aseptic technique during ccpd therapy. Should additional information become available this clinical investigation will be re-evaluated accordingly. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.